Manufacturer narrative:
B7: added medical history. H6: occlusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Operation: open repair of huge incarcerated ventral hernia containing multiple loops of small and large bowel. Repaired using dual mesh, assisted by laparoscopic stapling. Indication: the patient is a 50-year-old woman who presented with a 13 year history of a suprapubic ventral hernia. Initially she reported that this was reducible. She has previously had 3 c-sections, hysterectomy through a midline lower abdominal incision. One of these surgeries was complicated by infection. Physical examination demonstrated a huge complex incarcerated ventral hernia. Surgical findings: the hernia sac actually bulged into both the right lower and left lower quadrants. There was most of the transverse colon incarcerated within the hernia. Procedure: ¿the patient was prepped and draped in the usual manner and under general anesthesia, a midline lower abdominal incision was made which was carried down and around the hernia sac, which was excised using the bovie coagulator. Multiple adhesions to the bowel were divided, allowing replacement of the bowel into the abdominal cavity. The fascial edges of the defect were reapproximated with a running #1prolene suture, incorporating a 10 x 15 cm piece of dual mesh plus. Trocars placed through the left abdominal wall were used to tack the edges of the mesh to the anterior abdominal fascia using protac stapler. This allowed overlap of the fascial edges for a distance of more than 4 cm. Jackson-pratt drain was placed into the subcutaneous defect and brought out through the left lower quadrant trocar site where it was sutured to the skin with 3-0 nylon. The trocars were removed under laparoscopic visualization and the skin was reapproximated with staples. Following correct sponge and needle count, the patient was taken to the recovery room in good condition.¿ (B)(6) 2012: (B)(6). Implant record. Implants: yes. Item: 145766x. Manufacturer: wlgo. Catalog #: 1dlmcp03. Description: mesh gor-dmp 1.0 10x15cm. Lot #: 9989318. Expiration: 2014-11. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/9989318) was implanted during the procedure. (B)(6) 2017: (B)(6) hospital. (B)(6) operative report. Preoperative diagnosis: colocutaneous fistula involving ventral herniorrhaphy synthetic mesh. Postoperative diagnosis: colocutaneous fistula involving ventral herniorrhaphy synthetic mesh. Procedures: exploratory laparotomy with lysis of adhesions, greater than 30 minutes. Take down of colocutaneous fistula, partial transverse colectomy, and side-to-side anastomosis. Excision of ventral incisional herniorrhaphy mesh. Ventral incisional herniorrhaphy with biologic mesh (include stratus 20 x 30 cm cut to 14 x 21 cm). Assistant: (B)(6) md. Anesthesia: general. Indications: the patient is a 55-year-old female with a history of prior c-section x 3. She subsequently developed a ventral hernia, which was repaired. This repair was complicated by postsurgical site infection. She subsequently has developed a colocutaneous fistula involving the previously placed mesh. Risks and benefits of the surgery were discussed and she agreed to proceed. Findings: colocutaneous fistula involving the transverse colon with contraction of previously placed mesh around the fistula tract. The mesh was no longer incorporated. Estimated blood loss: 100 ml. IV fluids: 1400 ml of crystalloid. Urine output: 100 ml. Specimens: 1. Ventral mesh. 2. Partial colectomy, transverse colon. 3. Additional omentum. 4. Colocutaneous fistula tract. 5. Swabs of the fistula tract were obtained and sent for culture as well. Complications: none. Drains: none. Disposition: postanesthesia care unit, stable. Description of operative procedure: ¿the patient was taken to the operating room, and placed in a supine position. General endotracheal anesthesia was provided. The fistula tract was closed with 3-0 silk. The abdomen was then prepped and draped in a standard sterile fashion. The procedure began with a midline incision incorporating her previous scar and above the umbilicus. The fistula tract was then exposed and dissected out circumferentially to the fascia. The fascia was carefully entered and numerous intra-abdominal adhesions to the abdominal wall were noted involving bowel. Lysis of adhesion was then performed for greater than 30 minutes and carefully dissecting out the transverse colon around the firm adherent area posterior to our fistulous tract. At this time, we also identified mesh, which had grown into the colonic wall, but was easily removed and the fistulous tract was identified. The mesh was removed and sent to pathology for gross confirmation. The fistula tract was then excised and a probe noted to communicate with the colon. It was then passed off the field and sent to pathology. The area of the colon that had been adhered to the abdominal wall as well as the fistula tract was identified and a healthy-appearing portion on either side of this was selected close to the bowel. A mesocolic window was then created at either of these locations and a linear cutting stapler with a blue load proximally and a green load distally were used to divide the colon. The remainder of the mesocolon and this segment was then carefully divided with the ligasure. The specimen was then marked distally with a silk stitch. It was then passed off the field and sent to pathology. We then reapproximated the transverse colon both proximally and distally in an antimesenteric fashion with a 3-0 silk in three locations. We created a colotomy after laying down blue towels around the colon. An gia stapling device with a 75 mm blue load was then introduced into either of these limbs and then fired. A ta with a green load was then used to close our end defect and a #10 blade was used to excise the remnant. The [sic] was palpated and noted to have an adequate size anastomosis that appeared healthy. We then oversewed the es staple line with 3-0 silk in an interrupted and lembert stitch fashion. The colon was allowed to retract back into the abdomen. The hernia was then repaired with a piece of biologic mesh a 20 x 30 cm piece of a stratus biologic mesh was selected. The hernia defect measured 8 x 15 cm. In order to gain at least 3 cm of overlap on either side, we cut the mesh to 14 x 21 cm. It was then secured to the abdominal wall with #1 pds in an interrupted fashion through the fascia for a total of 12 stitches. After the repair, the mesh laid flat with no tension and there were no gross defects within the repair. We then reapproximated the fascia over our repair with non-looped #1 pds running from either end of the wound. Prior to the final closure of the fascia, we did irrigate with 2 liters of warm normal saline. Following closure of the fascia, we then irrigated the subcutaneous wound with a liter of warm normal saline. Hemostasis was achieved with electrocautery. We then closed the skin with staples. The wound was then dressed with 4 x 4's followed by tegaderm. At the end of the procedure, all instrument counts, sponge counts, and needle counts were correct and the patient was subsequently transferred to the postanesthesia care unit in a stable condition.¿ addendum report: description of operative procedure: dr. (B)(6) was present and assisted with the operation due to the complexity and for assistance with exposure and dissection. (B)(6) 2017: samaritan healthcare. Implant sticker. Ventral hernia. Strattice¿ perforated. Lot: sp100469-017. Ref: 2030002p. Expiration: 2018-10-31. Size: 20x30cm. (B)(6) 2017: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2017 procedure was not provided.] (B)(6) 2017: (B)(6) health. (B)(6) do. Pathology report. Lab no: sur-17-05993. Specimen source: a: omental resection. B: colocutaneous sinus tract. C: abdominal mesh. D: partial transverse colectomy. Clinical history: colocutaneous fistula and prior mesh hernia repair; a) omental resection, b) colocutaneous sinus tract, c) abdominal mesh (gross only), d) partial transverse colectomy, distal stitch. Final diagnosis: a. Omentum, resection: histologically unremarkable fibroadipose tissue consistent with omentum. B. Colocutaneous sinus tract, resection: segment of skin with fistula tract. C. Abdominal mesh, removal: gross description only. Gross description: a. Received in formalin, labeled with the patient's name, and identified on the specimen container as "omental resection" is an 11.0 x 7.0 x 2.3 cm piece of soft, yellow orange, lobular, fibrofatty tissue. On cut section, the specimen reveals loose yellow orange adipose tissue with no evidence of tumor. Representative sections are submitted in 3 cassettes. B. Received in formalin, labeled with the patient's name, and identified on the specimen container as "colocutaneous sinus tract" is a 6.3 x 3.0 x 2.0 cm piece of soft, elongated, yellow orange fibrofatty tissue with attached 3.0 x 1.4 cm, wrinkled, pink-tan skin ellipse. A central 0.5 cm diameter opening is present within the ellipse that extends to a 4.2 cm in length by up to 0.8 cm diameter sinus tract that exits at the deep margin. Representative sections are submitted in 2 cassettes. C. Received in formalin, labeled with the patient's name, and identified on the specimen container as "abdominal mesh" is a 12.5 x 6.5 x 0.2 cm piece of pale yellow-tan, partially wrinkled, meshlike solid material/plastic with multiple embedded 0.4 cm diameter, circular metal spring clips. An embedded suture is found centrally within the device. No blocks are submitted. D. Received in formalin, labeled with the patient's name, and identified on the specimen container as "partial transverse colectomy" is a 7.0 cm in length, by 2.7 cm diameter segment of apparent large bowel with attached adipose tissue that has overall dimensions of 8.0 x 7.5 x 3.0 cm. An attached suture designates the distal margin. The serosa shows a 3.0 cm diameter, roughened, dense, dark red brown hemorrhagic region. On cut section, the wall within this region is fibrous and ranges up to 1.0 cm in thickness revealing a 0.8 cm diameter apparent fistula tract that extends to the underlying mucosa. The remaining mucosa is soft, pale pink red tan and granular showing the usual, circumferential fold pattern. Tumor is not grossly identified. No obvious lymph nodes are found. Cassette 1 proximal and distal margins. Cassette 2-4 fistula region. Cassette 5 normal mucosa and wall. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open incarcerated ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of mesh requiring additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9989318. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.